Event description:
It was reported by the pmi group that a patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, the patient underwent a revision on an unknown date due to infection and is currently awaiting a pmi device. During the revision, all implants were removed except for the custom made humeral stem and the cm small ulna stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 32855510840; lot# 95005292. Item# 32855510820; lot# 95005185. G2: foreign - event occurred in germany. H6: proposed component code - mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.